Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke when changing it on the needle-holder. The entire needle was retrieved immediately.

Manufacturer narrative:
(B)(4). Damaged duckbill, leak test failed without test probe the analysis results found that the (B)(4) device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended during functional testing. A leak test was performed and the device was noted to leak without the test probe inserted. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the duck bill seal on device was stuck open. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.